Event description:
An anterior locking clavicle plate broke inside patient and required a revision surgery to remove the broken plate and screws.

Manufacturer narrative:
Additional mdrs associated with this event: MDR#, part description: 3025141-2012-00065 anterior clavicle locking plate, 3025141-2013-00071 locking/non-locking cortical/cancellous screw, 3025141-2013-00072 locking/non-locking cortical/cancellous screw, 3025141-2013-00073 locking/non-locking cortical/cancellous screw, 3025141-2013-00075 locking/non-locking cortical/cancellous screw, 3025141-2013-00076 locking/non-locking cortical/cancellous screw, 3025141-2013-00099 locking/non-locking cortical/cancellous screw, 3025141-2013-00100 locking/non-locking cortical/cancellous screw. Not returned to manufacturer.